Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia and diabetic ketoacidosis on (B)(6) 2019 with blood glucose level was 400 mg/dl at time of incident and the current blood glucose level was 225 mg/dl. Customer's blood glucose was 800 mg/dl at the time of hospitalization. Customer experience symptoms related to the high blood glucose was nausea, vomiting, abdominal pain and difficulty in breathing. The customer was treated with insulin drip 3000. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer did not allege insulin pump was under delivering. Customer stated insulin exited at the quick release. The device will not be returned for analysis.